Event description:
It was reported from (B)(6) that during commission of the drill, it was observed that the attachment device heated up excessively. The reporter clarified that the event happened when the product was taken out of its packaging to conduct a preliminary demonstration/testing outside the operating room to see that everything was in working order prior to clinical usage of the drill. There was no patient involvement. The device was never used in clinical practice and has never been contaminated. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was overheating; and that an unknown fluid/lubricant was found inside the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Initialreporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.